Event description:
A customer in (B)(6) notified biomerieux of a discrepant result associated with chromid carba smart agar (reference 414685). The plate was inoculated with a quality control sample of e. Coli indicated as not being atcc strain, but from a microbiologist's carbapenemase collection that was isolated in tunisia in 2012 and produces tem, ctx-m-14 and oxa-244 enzymes. The customer indicated the organism is subbed from frozen each time qc is set up. The customer reported the organism grew scant pink on the carba side and there was no growth on the oxa side whereas, there should have only been growth on the oxa side.

Manufacturer narrative:
A customer in (B)(6) notified biomérieux of a discrepant result associated with chromid® carba smart agar (reference 414685) involving a quality control sample of e. Coli where the organism grew scant pink on the carba side and there was no growth on the oxa side. An internal biomérieux investigation was performed with results as follows: complaint history review revealed no additional complaints involving the customer's lot. Biomérieux requested the strain from the customer; however, the customer's strain was not received. A retention sample of the customer's lot (1004671720) in parallel with two lots of chromid® carba smart agar (1004737760/1004760850) and a lot of cos were tested. Testing strains included escherichia coli2 (ref (B)(4)), proteus rettgeri2 (ref (B)(4)), klebsiella pneumoniae2 (ref (B)(4)) nctc (B)(4), enterobacter cloacae (ref (B)(4)), klebsiella pneumoniae2 (ref (B)(4)), klebsiella pneumoniae2 (ref (B)(4)), and klebsiella pneumoniae2 (ref (B)(4)). Results- after incubation under aerobic conditions at 33-37° c for 18-24 hours, product performance was within specifications regarding fertility and color intensity. There were no differences between lots detected. All positive strains were recovered and no false negative reactions were detected.